Event description:
It was reported that a revision surgery was performed due to dislocation approx 2 weeks post op. Surgeon thought cup looked over anteverted on x ray. Intra op surgeon noted stem and cup impinging posteriorly. Liner removed. Screws and central hole cover removed. Cup backslapped out. Repositioned and screwed back in with new screws. New central hole cover placed in. Trial rom noted to be stable. New liner inserted.

Manufacturer narrative:
(B)(4). The incorrect code was inadvertently submitted. We apologize for any inconvenience.